Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings with the adc device. The customer experienced a loss of consciousness and required treatment of glucose injection by spouse. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported low readings with the adc device. The customer experienced a loss of consciousness and required treatment of glucose injection by spouse. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software and extraction was successful. Watermark was observed at the base of the tail. The sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. Performed a source measure unit (smu) test to check that the returned puck¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional info: d4 - unique identifier (B)(4).